Event description:
Customer reported erroneous low nucleated red blood cell (nrbc) results were obtained when using a coulter lh750 hematology analyzer. Instrument generated flags were not present with the test results. Erroneous test results were not reported out of the laboratory. Manual counts for nrbc were completed and reported out. No reports of death or serious injury, and no affect to pt treatment as a result of this event. This is event 2 of 2 reported by this customer for the same pt tested on two different dates.

Manufacturer narrative:
The instrument was within quality control specifications with respect to controls (accuracy) and reproducibility (precision). Controls were run before and after this event and recovered within assay ranges. Controls are run once per day. : service was not dispatched. Raw data analysis was conducted. The instrument appropriately flagged the nrbc test result with a "r" (review) flag and generated a flag for "platelet clumps". These flags alert the operator to further review the specimen. The instrument performed as designed, the operator performed a manual nrbc count and reported the correct test result. Product labeling provided known interfering substances for nrbc parameter: known interferences related to lyse resistant red cells, platelet clumps, giant platelets, malarial parasites, very small or multi-population lymphocytes, precipitated elevated proteins. Root cause is unk but maybe related to the sample. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for add'l reportable events. This MDR represents event 2 of 2 reported. This MDR is related MDR 1061932-2011-01272.